Manufacturer narrative:
H3: it was found in the analysis visually, there was no damage in the construction of the device. There was contamination on distal portions of the device including the cuff balloon and white band where the electrode wires are exposed. The wire harness was still wrapped in paper tape from packaging. Functionally, a syringe was used to inject 20cc of air into the cuff and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times and no leaks were observed. For further analysis, the cuff and pilot balloons were manipulated, and no leaks were observed, and the pilot balloon inflated as intended. For additional analysis, a leak test was performed by submerging the entire device in water and no bubbles (leakage) were observed. A review of the global complaint data showed no other complaints about this lot number. H6: fdm b17, fdc d16 and fdr c20 codes no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cuff had been tested prior to use and leak revealed after intubation. Normal 5 ml air was put in the tube by the nurse, and then adjusted with a cuff pressure gauge but the value of pressure was not recorded. It seemed less than 25. The issue occur after the cuff of the tube was inflated and the airway was established, there was no position abnormality. Due to a leak the user was unable to establish the airway during the intubation process. The patient was not repositioned. The bite block was only present during extubating. The device was fixed and the tube was protected. Replaced the tube with a new tube.

Event description:
It was reported that during procedure, endotracheal intubation was performed, but the ventilation was not smooth. A new product was prepared immediately and the patient reintubated. A breakage to the cuff was checked, but there was no cuff leakage. There was 10 min delay in the surgery. There was no patient injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A supplemental report will be submitted when the analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.